Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller. The shocking therapy was programmed off and the rv sensitivity was decreased. The source of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's system was exhibiting out of range shock impedance measurements. Additionally, noise was oversensed which resulted in twelve inappropriate shocks. A fracture of the competitive right ventricular (rv) lead is suspected but was not confirmed. A revision procedure was performed and the rv lead was removed from service and replaced. No additional adverse patient effects were reported.